Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 21, 2021 that a hot axios stent was to be implanted in the bile duct during a procedure performed on (B)(6) 2021. During the procedure, the stent was unable to deploy within the bile duct. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.